Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing." Pump settings: rate 2.3; res vol; 43.9; given 32.1. Air n tubing. No injury to patient. No further information available.